Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that the dilator was damaged. The wire was separated and damaged. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported the dilator was not damaged. The wire inside the faradirve sheath was damaged and the distal end of sheath was not bending.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that the dilator was damaged. The wire was separated and damaged. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It has been mentioned that the dilator was damaged. The wire was separated and damaged. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported the dilator was not damaged. The wire inside the faradirve sheath was damaged and the distal end of sheath was not bending.

Manufacturer narrative:
Investigation summary: laboratory analysis of the returned faradrive steerable sheath confirmed that the failure to steer. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. An attempt to evaluate the functionality of the returned sheath was unsuccessful as the steering knob was observed to rotate but did not engage the deflection mechanism. Dissection of the sheath handle found a broken mechanical washer in the handle sled, resulting in a loose pull wire and the loss of steerability. Risk assessment: a risk review was performed using hazard analysis document for the faradrive regards a loss of steering ability during device use. Based on the complaint summary, the maximum severity associated with this event is a 2 as the device was found to have issues with deflecting and was replaced to proceed with the procedure. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on all the available information, the cause of the reported failure to steer was likely due to component failure. Investigation confirmed that the catheter passed all passed all testing and specification requirements throughout the manufacturing process prior to distribution.